Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2021 due to dis association of the humeral cup. The surgeon explanted the standard humeral cup (36/9) and implanted the stability humeral cup (36/9).